Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead was exhibiting far field r-wave (ffrw) oversensing. The ra lead will be reprogrammed during the patient's next routine device check. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was noise observed on the atrial channel, and a continued problem with intermittent ffrw oversensing. Additional reprogramming was performed, and the ra lead remains in use. No patient complications have been reported as a result of this event.